Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombus formation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery using penumbra smart coils (smart coils). During the procedure, there was a thrombus formation in the right middle cerebral artery which did not cause any neurological deficits. The patient was given medication and the event was resolved the same day (B)(6) 2017. The event was reported to be a non-serious adverse event with a definite relationship to the smart coil system and the procedure.